Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned. Internal insulation abrasion was found at 47.0 cm to 48.2 cm from the connector pin. External insulation abrasions were found at 20.0-20.3 cm and 30.0-31.2 cm from the connector pin, consistent with lead friction to the ICD and another device. The etfe coating of the conductors was intact at these locations. (B)(4). No complaint received with the return of device. Failure (event) observed during analysis.